Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: patient presented with pre operative diagnosis of foraminal stenosis on the right side at l4-5 secondary to a disk bulge and just underlying foraminal stenosis. He also has had a previous complete medial facetectomy at 3-4 and 4-5, and a prior l5-s1 fusion and underwent l4-5 laminectomy, foraminotomy and excision of disc bulge, l3-5 posterior spinal fusion with instrumentation,l4-5 transforaminal lumbar interbody fusion with use of a biomechanical interbody space and local autograft and allograft bone. Indications: patient has had unremitting severe right sided l4 radicular pain. Patient is developing weakness in an l4 distribution. CT myelogram demonstrated that he had complete medial facetectomy at 3-4 and at 4-5 on the left side and now on the right side he has a disc bulge at 4-5 causing compression on the l4 nerve root. Per operative report: ¿¿tlif was performed by removing cartilage all the way down to subchondral bone, perforating the endplates and placing bmp and local autograft bone into the disc space followed by size 8 x 22 cage and then I placed screws at l3,l4,l5. The cage in 4-5 disc space was a capstone cage made of peek. The transverse processes of l4-5 and l3 were decorticated on both sides and bone graft and bmp was placed out on the left side along that posterolateral gutter.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.